Manufacturer narrative:
Batch review performed on 8 may 2024 lot 2310674: (B)(4) items manufactured and released on 06-jun-2023. Expiration date: 2028-may-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: early infection in rsa, almost four months after primary operation. Infection is a known possible adverse event following every surgery, including rsa's. To date, there is no reason to suspect that the cause may be linked to the implanted devi additional item involved in the event, batch review performed on 8 may 2024 reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2318838 lot 2318838: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-nov-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed about 2 months and a half after the primary surgery due to infection.